Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial:(B)(6), batch: 7152588/7152319.

Event description:
It was reported that patient spinal cord stimulator lead had migrated and the implantable pulse generator had been moved to another pocket due to discomfort at the pocket site. The patient underwent an ipg repositioning and lead replacement procedure. The patient was doing well post operatively and the explanted leads will not be return.